Manufacturer narrative:
The investigation for the reported event, arrhythmia and hemodynamic instability issue, has been completed. The product was not returned. The root cause of the injuries was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp device for mechanical circulatory support. While on support the patient a few ventricular tachycardia storms with hemodynamical crash. Defibrillation and IV drugs was how the complication was managed.